Event description:
Breast implant was placed 11/24/92. Patient presented on 1/1/93 with sepsis of breast implant. Implant was removed, would was cultured and showed staphylococcus aureusdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other, other. Results of evaluation: invalid data. Conclusion: there was no device failure, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.